Event description:
On (B)(6) 2010, patient reported the down button on her infusion device stopped working on (B)(6) 2010. Patient stated the button still pushes in and pops out when pressed. Patient reported she is currently on her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.